Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high thresholds and low sensing. Attempts to position the lead at different sites with good electrical values were unsuccessful. The lead was not implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.